Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation; the device remains implanted. Results from the product history record review indicated the product met release criteria. No malfunction can be determined at this time. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
A consumer called to report that following bilateral intraocular lens (iol) implant procedures, he is experiencing a circular light at the edge of the lens, a ball of light around the edge of the lens, a ripple in his vision, positive dysphotopsia, and has had a yag laser treatment. After receiving the yag laser treatment, the light experience was lessened, however, it is still visible. Additional information was requested.